Event description:
During the index procedure the patient had two endeavor sprint drug-eluting stents implanted in the lmca. It is reported that the patient expired approximately 15 months post index procedure. Cause of death was reported as sudden cardiac death.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death).